Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable ca2 calcium gen.2 result from one patient sample tested on the cobas 8000 c702 module. The doctor questioned the result prompting the rerun of the patient sample. A new sample was also collected from the patient. The initial result of the initial sample was 2.86 mmol/l. The repeat result of the initial sample was 2.18 mmol/l. This result was deemed correct. The result of the new sample was 2.24 mmol/l.

Manufacturer narrative:
A. Patient information and b7 other relevant history were updated. In mfg report no1823260-2023-03018, the third to fifth line of b5 describe event or problem should have been: "on (B)(6) 2023, the initial result of the initial sample was 2.86 mmol/l. On (B)(6) 2023, the initial result of the new sample was 2.24 mmol/l. On (B)(6) 2023, the repeat result of the initial sample was 2.22 mmol/l. On (B)(6) 2023, the repeat result of the new sample was 2.18 mmol/l. This result was deemed correct." Instead of: "the initial result of the initial sample was 2.86 mmol/l. The repeat result of the initial sample was 2.18 mmol/l. This result was deemed correct. The result of the new sample was 2.24 mmol/l." The investigation reviewed the last calibration performed; the results were within specifications. The investigation reviewed the qc recovery; the level 1 qc recovery from 25-jul-2023 to 24-aug-2023 was within +/- 2 standard deviation (sd) range and was within specifications; the level 2 qc recovery from 25-jul-2023 to 24-aug-2023 was within +/- 2 standard deviation (sd) range and was within specifications. The investigation reviewed the alarm trace provided from 20-aug-2023 to 22-aug-2023; the alarm "abnormal aspiration (sample probe)" occurred frequently. The investigation determined the event was consistent with a preanalytic issue at the customer site (frequent occurrence of the "abnormal aspiration - sample probe" alarms). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.